Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).

Event description:
It was reported that the atrial lead exhibited a sensing anomaly. The lead was explanted and replaced on (B)(6) 2014.